Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The directlink module was returned for evaluation: DHR - lot # 3946611 conformed to the specifications when released to stock failure analysis - module was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The module was inspected according to procedure: no defect was noted. Root cause - no exact root cause could be determined as the technician could not confirm any problem with the device at the time of investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2024-00250. A facility reported the medical staff set an icp cerelink sensor (ID (B)(6) ) with directlink module (ID (B)(6) ), but the system was giving negative values, clearly not reliable. No patient injury reported. The system was left in the patient and started measuring icp through intraventricular system.